Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to a faulty main circuit board. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the circuit board failure could not be identified. It is likely the internal circuit malfunctioned because of a failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors: 1. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion; 2. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). When the contents of the instruction manual related to event were checked, there were the following descriptions: "chapter 7.1 "how to distinguish abnormal causes and how to cope with them" describes the following - details of the error: all leds are off / cause: an error has been detected in the internal circuit of this product." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer called in reporting that when using the uhi-4 during an unspecified procedure, after the uhi-4 reaches its destination pressure, it shows an alarm and shuts off the front panel. No patient injury was reported. No additional information has been obtained.